Event description:
A caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The caller was already in possession of a new pump. The customer will continue using the pump.